Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a sad procedure, the device made an audible noise and became hot to the point that the plastic fused. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment showed the device is soiled with bio-material. Functional testing was performed and no unusual noises, clicking; squealing was noted during the test. No root cause related to the manufacture of the device can be established. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.